Event description:
The pt is reportedly experiencing sound quality issues with her device. Programming changes were attempted; however, this did not resolve the problem. Revision surgery has been scheduled.